Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat paroxysmal atrial fibrillation in left atrium pulmonary vein, faradrive steerable sheath clear was selected for use. It has been mentioned that immediately after inserting the non-boston scientific octaray catheter into the faradrive sheath air contamination was noted inside the clear shaft of the faradrive when aspirating with a syringe. Two non-boston scientific catheters (beeat and soundstar) were inside the patient at this time. After the non-boston scientific sl0 sheath was used for transseptal puncture, the faradrive sheath was replaced with another sheath. After that, the octaray catheter was inserted into the faradrive sheath to perform pre-mapping. After inserting the octaray catheter into the handle of the faradrive sheath, an unusual amount of air was observed when suctioning with a syringe. One suction attempt was not enough to completely bleed the air, but three suction attempts were enough to completely bleed the air. The physician removed the octaray catheter and reinserted it into the faradrive sheath. A large amount of air was also observed when suctioning during the second insertion of the octaray catheter, and it was confirmed that the air had been completely bleed after two to three suctions. The octaray catheter was advanced to a position within the clear shaft where it could be visually inspected, while there was no air in the faradrive sheath. Upon attempting suction again, a large amount of air was bled. Bubbles were also visually observed in the clear shaft. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. A pump was used for continuous flushing of the sheath. The pump used was the non-boston scientific medtronic diamond temp irrigation pump. The sustained flow rate was 1 ml/min.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect caused visible air bubbles/air ingression within the sheath. The complaint allegation was confirmed. Correction to the initial MDR in blocks initial reporter phone (e1) and init rptr also sent rep to FDA (e4), in section e - initial reporter.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat paroxysmal atrial fibrillation in left atrium pulmonary vein, faradrive steerable sheath clear was selected for use. It has been mentioned that immediately after inserting the non-boston scientific octaray catheter into the faradrive sheath, air contamination was noted inside the clear shaft of the faradrive when aspirating with a syringe. Two non-boston scientific catheters (breast and soundstar) were inside the patient at this time. After the non-boston scientific sl0 sheath was used for transseptal puncture, the faradrive sheath was replaced with another sheath. After that, the octaray catheter was inserted into the faradrive sheath to perform pre-mapping. After inserting the octaray catheter into the handle of the faradrive sheath, an unusual amount of air was observed when suctioning with a syringe. One suction attempt was not enough to completely bleed the air, but three suction attempts were enough to completely bleed the air. The physician removed the octaray catheter and reinserted it into the faradrive sheath. A large amount of air was also observed when suctioning during the second insertion of the octaray catheter, and it was confirmed that the air had been completely bleed after two to three suctions. The octaray catheter was advanced to a position within the clear shaft where it could be visually inspected, while there was no air in the faradrive sheath. Upon attempting suction again, a large amount of air was bled. Bubbles were also visually observed in the clear shaft. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. A pump was used for continuous flushing of the sheath. The pump used was the non-boston scientific medtronic diamond temp irrigation pump. The sustained flow rate was 1 ml/min.